Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was capped. It was further reported that during the attempted replacement, a second right ventricular (rv) lead also exhibited high thresholds and was therefore not implanted. Another rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: k063 competitor implantable pulse generator (ipg) 2013-(B)(6); 5076 implantable pacing lead 2013-(B)(6). (B)(4).